Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photos, foreign matter was observed on the hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no sample has been received, the foreign matter could not be further analyzed, and the root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that mold was found on the needle 21g 1-1/2in tw hub after reconstituting the medicine. The following information was provided by the initial reporter: "after reconstitution and it was ready to connect the needle to inject, the nurse observed a suspected mold appeared on green needle." "Mold on needle¿s hub".